Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: the communication problem between the scope and the device occurred due to buckling of the terminal inside the scope connector socket, and the indicated event occurred. Terminal buckling is considered to be an event caused by the scope used in the combination. Based on the investigation results of similar reported complaints, it is likely that terminal buckling inside the scope-connector socket occurred in the following order: when inserting the scope internal into otv-s190's scope connector socket, the missing part of the scope connector ends caught in the terminals inside the scope connector socket in otv-s190. The terminal inside the scope status socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. As stated in the instructions for use, as a preventive measure, the following is described in the instructions for use: confirm that the video connector of the videoscope are not damaged.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. Two terminal pins were observed bent inside the receptacle board and required replacement.

Event description:
A user facility reported to olympus that the device failed to produce an image and terminal pins were observed bent inside the video socket. There was no patient injury or harm, associated with the problem, reported to olympus.